Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient left a message indicating that his stimulator was having problems and did not work. It was unknown what was not working. The hcp had been attempting to contact the patient, but could not get a hold of them. It was noted that the message was left on (B)(6) 2021.